Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2002 - the patient was implanted with a non-bard tvt mesh during an unknown pelvic procedure. On (B)(6) 2010 the patient was implanted with a bard/davol flat mesh during an abdominal colposacropexy procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.